Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue was identified to be a failing pt802 transducer.

Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). Field service representative (fsr) went onsite to evaluate the device. The reported issue was resolved by replacing the main printed circuit board (pcb). After performing operation verification procedure (ovp), the device was returned to the customer operating to service specifications. The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed an unresolved transducer fault alarm. There was no patient involvement associated with the reported event.